Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-18. Investigation summary: a device history record review was completed for provided material number 305211 and lot number 9226947. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two physical samples and five photos were provided for evaluation by our quality team. The samples received came in sealed packaging blisters. A visual inspection was performed and both have embedded degraded resin at the needle hub. No other defects or imperfections were observed. The five photos provided show the samples received. It could be possible for this defect to occur during the molding process. Embedded degraded resin in the needle hub occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press, can break loose and be molded into components. Based on the investigation with the returned and photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that needle filter blunt fill 18x1-1/2 had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: during our visual inspection, stain on two products was found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle filter blunt fill 18x1-1/2 had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: during our visual inspection, stain on two products was found.